Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 3-4 degenerative mitral regurgitation (mr), a thin septum, a small atrium, and mitral valve annuloplasty (mva). Due to a thin septum, the steerable guide catheter (sgc) was sagging. This resulted in the ntw clip delivery system (cds) being positioned too low in the mitral valve. The cds and sgc were subsequently removed. While they attempted to reposition the transseptal puncture (tsp) to gain height, it was noted that the septum may have been torn. It was further described that when the physician removed the ntw cds to get a new tsp and when they removed the guide, it was noticed the atrial septal defect was much larger than anticipated. It was decided to not proceed with an additional tsp. The procedure was aborted. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the atrial perforation (asd/atrial septal defect) appears to be related to procedural conditions, as the sgc is advanced through the septum in order to gain access to the left atrium. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.